Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and had blank display. The customer¿s blood glucose was 135 mg/dl at the time of the incident. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
No blank display noted. However, device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart error, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify displayable history crc check failed on startup alarm due to motor error alarms.